Event description:
During an evaluation of the returned transfer set, a blue cap was found to be loose. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection performed via the naked eye and clemex intelligent microscope revealed loose blue pull ring cap. Leak testing, clear passage testing, clamp function testing, and simulated use functional testing was performed with no issues noted. All functional testing requirements were met. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.